Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Both a syringe needle and cartridge change were performed resolving the issue. Additionally, it was reported that there was a "dent" in the t:lock and as a result the connection was leaking. Customer inserted a new infusion set to resolve the issue and resume insulin therapy. Customer's blood glucose level was 113 mg/dl.